Event description:
A malfunction was reported on the pump, with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again. The customer acknowledged and understood the instructions.